Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and there was blood on the distal conductor, on the low voltage 4 conductor, on the low voltage 3 conductor and on the proximal conductor of the lead, causing obstruction. The analyst noted that the lead was returned with a competitor guidewire stuck in the lead. There was a large amount of blood ingress into the lumen during the attempted implant, and it is likely that the competitor guidewire became stuck when the blood dried, preventing any further movement of the guidewire. The guidewire that was returned inside of the lead was removed. The guidewire had been damaged during the attempted implant and the removal and could not be used for testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that during the implant attempt of the left ventricular (lv) lead the guidewire got stuck in the lead. The attempted lead and guidewire were removed and replaced with a new lead. No patient complications have been reported as a result of this event.